Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, the catheter primed and about 7 cc into aspiration it would not work anymore. There was an error message that stated no saline supply. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
The pump, supply line and catheter was microscopically examined it was there and it was observed that 118cm from the tip the outer shaft of that catheter was kinked. Functional tested by placing the device in the console and the device went through the priming stage and operated the device for 30sec in thrombectomy mode the device was leaking from the kinked area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, the catheter primed and about 7 cc into aspiration it would not work anymore. There was an error message that stated no saline supply. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable.